Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure involved a lesion in the proximal left anterior descending (lad) with a 90% stenosis and with mild calcification. While deploying, the distal end of the 3.5 x 12 mm xience v stent caused a dissection of the vessel. To cover the dissection, a 2.5x23 mm xience v was used. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis. It was reported that a dissection was noted after the xience v stent was deployed. Another xience v stent was used to treat the target lesion. In this case, there was no reported product deficiency. The reported patient effect is a known adverse event as listed in the product risk assessment and instructions for use. Although a conclusive cause for the reported dissection and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design, or labeling.